Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
It was reported via mw5113911 that the two caudal ozark screws in a c4 to c7 construct had mid-shaft fractures and migrated. This report captures the first of two screws.

Manufacturer narrative:
Device location unknown.

Event description:
It was reported via (B)(4). That the two caudal ozark screws in a c4 to c7 construct had mid-shaft fractures and migrated. This report captures the first of two screws.